Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that on hospital day 80, left ventricular assist device (lvad) implantation (heartmate 3) and aortic valve replacement (avr) were performed on the patient. The duration of impella support was 66 days. They were discharged home on postoperative day 81. Six months postoperatively, granulation tissue formed at the driveline exit site, and methicillin-resistant staphylococcus aureus (mrsa) was detected from the same location. Despite repeated outpatient wound care and inpatient drainage, the patient developed a fever of 39°c and a marked increase in c-reactive protein (crp) 2 years and 8 months after surgery. A computed tomography (CT) revealed soft tissue shadows around the pump, leading to a diagnosis of pump infection. A staged surgical approach was planned to include lvad explanation, impella insertion, and a period of washout and drainage, followed by re-implantation of lvad and omental flap coverage. On the first day of surgery, after removing the pump, the apex was sealed with a plug made from felt. Impella insertion via the right axillary artery was attempted, but due to restricted aortic valve opening, the guidewire could not pass into the left ventricle. Ultimately, the felt plug was removed again, and the guidewire was inserted from the apex to the brachiocephalic artery graft. A pigtail catheter was guided from the brachiocephalic artery into the left ventricle, allowing impella placement. On the second day of surgery, inspection of the aortic valve revealed neointimal tissue just below the prosthetic valve, with a hole the size of the impella diameter, resulting in aortic regurgitation (ar). The restriction was not due to low cardiac function but likely due to pannus formation causing stenosis or closure, necessitating avr. Postoperatively, there have been no signs of driveline infection, but respiratory and renal failure have not improved, and the patient remains on mechanical ventilation and maintenance dialysis. In cases with preoperative restriction of aortic valve opening, difficulties may arise when inserting impella via the axillary or femoral artery. Additionally, even in the absence of preoperative right heart failure, irreversible renal failure may occur following re-implantation surgery for vad infection.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
The event was determined to be supplemental. The investigation findings will be submitted under MFR# 2916596-2024-01768. No further information was provided. The manufacturer is closing the file on this event.